Event description:
It was reported that during a colon resection procedure the white pad of the device detached. The procedure was carried out and finished by using a new device. No patient adverse consequences have been reported. One device will be returning.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.